Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
"According to the customer: the customer stated that the hcu40 displayed the error message "water flow low". Additional information: there were no patient involved the incident occurred during start up. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit in question and was not able to reproduce the problem. The device worked within its specification. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
(B)(4).